Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The customer stated that the time on the insulin pump was not advancing, and the buttons were unresponsive. The customer stated that the battery was changed and the anomaly continued. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.